Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and occlusion test due to physical damage. The insulin pump passed rewind, seating, basic occlusion and force sensor. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. No unexpected replace battery now noted during testing. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. No battery cap was received with the insulin pump. Unable to verify battery cap anomaly. The insulin pump was programmed with test guardian 2 link and test glucose sensor simulator. The insulin pump communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and unit display the programmed value properly on the display graph. No sensor anomalies were noted. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. No anomalies were found at the battery tube spring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the spring in the battery compartment was loose. The customer¿s blood glucose level was 4.5 mmol/l at the time of incident. The customer¿s blood glucose level was 2.9 mmol/l and 3.6 mmol/l at night and blood glucose level rose to 18.9 mmol/l when battery was replaced and then it came down to 6.6 mmol/l. The insulin pump was returned for analysis.